Event description:
Reporter noted system displayed error code; unit shut off by itself twice. No pt injury; case was cancelled before pt was brought into or.

Manufacturer narrative:
Facility biomed checked system performance; could not duplicate issue reported. Cancelled service call.